Event description:
A male patient had originally underwent aaa repair in 2008. The patient had a one month follow up CT and the radiologist's findings were okay. The patient was supposed to follow up at 6 months, but lives in another state, so planned for follow up when he was back in the area. The patient had leg pain for a month prior to the follow up appointment, but did nothing until the physician saw him again. The patient had severe external iliac artery and severe common iliac artery disease, along with complications in the sfa (superficial femoral artery). The patient also had a small calcified aortic bifurcation, but if there had been evidence of flow limitation on the final run, the physician would have treated it at that time. The physician was bringing the patient back to the or, thrombectomy. He stented one limb and compressed the other, since that side was already occluded and finished with a fem-fem bypass. The status of the patient is unknown.

Manufacturer narrative:
Event evaluation: still under investigation.